Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen (500mcg/ml-1000 mcg/ml at 75.10 mcg/day) via an implantable infusion pump. It was reported that the patient has been in pain and discomfort for the past 2 years. It was noted that they had a massive episode where they had a seizure and passed out and was in the hospital for a week, now she has a seizure whenever she has a headache. The symptoms have worsened in the past 6 months she went from being able to use a walker to now "not being able to walk and wheelchair bound, to fevers, vomiting, dizziness and all of it". It was noted that the patient moved to a new healthcare provider and the medication had to be reduced from 1000mcg/ml to 500 mcg/ml due to the office not having 100 mcg/ml; the patient's refills appointment were adjusted from every 6 months to every 3 months due to the adjustment. The caller was dissatisfied with their current healthcare provider management of their pump and requested the physician listing.